Event description:
The nurse reported to our sales rep that the elastosil protection layer in the flexible part of a screwdriver set was broken during an implantation procedure of a gamma3 nail. No adverse consequences reported.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.